Event description:
It was reported while using bd plastipak¿ syringes with luer-lok¿ tip foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: reports of a black particles inside the barrel of syringes the particle was identified at the point of manufacture and the dose was not used. We re-made the product. Particle could be removed from the barrel of the syringe particle was brittle and broke up when disturbed particle was black in colour particle was 'flat circle' shape we cannot confirm the source of the particle but from the materials used and our processes there is nothing which could have introduced the particle into the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes with luer-lok¿ tip foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: reports of a black particles inside the barrel of syringes the particle was identified at the point of manufacture and the dose was not used. We re-made the product. ¿ particle could be removed from the barrel of the syringe, ¿ particle was brittle and broke up when disturbed, ¿ particle was black in colour , ¿ particle was 'flat circle' shape. We cannot confirm the source of the particle but from the materials used and our processes there is nothing which could have introduced the particle into the syringe.

Manufacturer narrative:
H6: investigation summary: two photos were received and evaluated. Each photo showed a 5ml syringe (p/n 309649) filled with an unknown medication. Near the roof of the barrel a small piece of black particulate foreign matter could be seen floating in the medication. The composition and size of the foreign matter could not be determined from the photo. A physical sample is required for a more thorough evaluation and fourier transform infrared spectroscopy ( ftir) analysis. The observed condition was non-conforming per product specification. Potential root cause for the foreign matter defect is associated with the assembly process.